Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 27jun2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The cause of death was not provided due to hospital policy. No autopsy was performed. The pump was not explanted. The pump will not be returned for evaluation.